Event description:
The patient contacted animas on (B)(6) 2013 alleging the keypad buttons were sticking. No further information was provided. The pump has not been requested back. There was no reported adverse event associated with this complaint. This complaint is being reported because the keypad buttons were allegedly sticking when pressed and this issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.